Event description:
It was reported that an intera 3000 hepatic artery infusion pump was discarded upon attempted implant. It was reported that 'it was placed inside of patient but couldn't because artery wouldn't take it.' It was later clarified that the artery was too small to fit the catheter.

Manufacturer narrative:
Aberrant hepatic arterial anatomy is a known complication of hepatic artery infusion surgery as published in the literature. Blank fields in the MDR form represents unknown information. If further information is received at a later date, a supplemental report will be filed.